Event description:
Event description guidant received information that this transvenous defibrillation lead was surgically capped and replaced. The lead was oversensing which resulted in pacing inhibition. No adverse patient effects were reported. Although lead measurements were acceptable, the physician suspects that lead damage due to subclavian crush is likely the source of the oversensing.